Event description:
A customer in (B)(6) reported a misidentification of a candida inconspicua species external quality control strain (eeq abp mycologie 17-4c) in association with the vitek®2 yst test kit. The customer tested the eeq strain from chromid® candida media (18-24h of incubation) on the yst card and the identification was c. Krusei/c. Inconspicua (50/50%). The test was repeated from another unknown media and the result was c. Krusei (98%). There was no patient involvement as the event pertained to an external qc strain. A biomérieux internal investigation will be initiated.

Manufacturer narrative:
An internal biomérieux investigation was performed due to a customer notification of misidentification results. A customer in (B)(6) reported a misidentification of a candida inconspicua species external quality control strain (eeq abp mycologie 17-4c) in association with the vitek® 2 yst test kit. The customer tested the eeq strain from chromid® candida media (18-24h of incubation) on the vitek 2 yst card, and the identification was c. Krusei/c. Inconspicua (50/50%). The test was repeated from another unknown media, and the result was c. Krusei (98%). The customer strain was not submitted for the investigation. The chart report provided by the customer was from the single call of 98% c. Krusei identification. The software version and yst card lot are not available. The customer reported the saline dispenser was cleaned and plates incubated for 18-24 hours. The customer does not remember the media used for the second set up. The bionumber on the chart report has no atypical tests for c. Inconspicua according to the yst knowledge base. The chart report includes a note: see the product information for more details. The yst product information includes a note for candida krusei which states, "possiblility of c. Inconspicua or c. Lamica. Isolates of these infrequent species may be misidentified as c. Krusei, in order to rule them out, perform the following tests: " a table is provided in the product information which includes supplemental tests to differentiate c. Inconspicua, c. Krusei, and c. Lambica. Further evaluation is recommended in the product information but was not performed. Without the strain or raw data it is not possible to further evaluate the cause of the misidentification.